Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple unspecified cartridge alarms occurred during pumping and the load process. There was no impact to the customer's blood glucose level. Reportedly, after each event, the customer successfully reloaded the same cartridge and resumed insulin delivery.